Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults was able to be confirmed. The modular cable (lot number: 6774301) was returned for analysis and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 2 days ((B)(6) 2022 per timestamp). Driveline power faults coincident with pwr_a_broken faults were intermittently active throughout the entire log files from (B)(6) 2022 at 10:38:24 ¿ (B)(6) 2022 at 14:03:25; however, the faults did not trigger any alarms until (B)(6) 2022 at 10:22:50. The driveline was disconnected on (B)(6) 2022 at 14:02:44 and the controller was shut off at 14:03:25. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The modular cable underwent functional testing and did not pass. The modular cable underwent continuity and insulation testing and did not pass. The modular cable was able to support a pump; however, driveline power faults were active. The modular cable was cut open to inspect the condition of the wires. Multiple kinks and a broken brown (pwr_a) wire were found. The root cause of the reported event was conclusively determined to be caused by damaged wires. The device history records were reviewed for the modular cable (lot number: 6774301) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including replace controller alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use entitled ¿system operations¿ and heartmate iii patient handbook entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use entitled ¿equipment storage and care¿ and heartmate iii patient handbook entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient presented to the emergency department with a driveline power fault advisory alarm. Log file analysis confirmed a driveline power b fault. The modular cable and controller were exchanged.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.